Event description:
It was reported that right ventricular lead was suspected to be fractured. Oversensing of noise resulted in 21 shocks being delivered. Impedances were normal. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates interference/noise and oversensing. High ventricular sensing integrity counts (sic) are observed with 632 counts on the lifetime counter, all of these counts occurring on (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (15 episodes non-sustained tachycardias, 7 episodes ventricular fibrillation). (Date of death to not applicable and patient outcome checked hospitalization and life threatening).